Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer reported being severly dehydrated and vomiting. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids and insulin. Troubleshooting occured, and it was determined that the customer's insulin pump was not priming. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).